Event description:
It was reported that a spectrum pump when trying to setup a new IV set it kept alarming air in line. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "air-in-line!" Was reproduced. A review of the event history log (ehl) revealed "air-in-line!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor was out of specification and the ultrasonic sensor tape was peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.